Event description:
The wife of a (B) (6) male patient contacted lifecor customer support to report that neither battery pack would start the monitor. She stated that when either battery pack is placed in the battery charger the red light illuminates. Support sent the patient a replacement battery charger and battery packs.

Manufacturer narrative:
Device manufacture date: battery charger (B) (4) - 12/2008, battery pack (B) (4) - 01/2008, battery pack (B) (4) - 02/2008. Device evaluation summary: device evaluations of battery charger (B) (4), battery pack (B) (4), and battery pack (B) (4) have been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was a defective u9 pld chip. The root cause the defective u9 was probably random component failure. This is a rare event. The battery charger was repaired, retested and restocked. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged charger. The patient received replacement charger and battery packs.